Event description:
The customer reported, "vent shut down on a patient during transport. Vent did alarm and no patient harm reported." Subsequent information received from registered nurse stated, "event occured while connected to patient while transporting patient in ambulance, at 1918 (time) low minute volume alarm triggered. Pid manometer not functioning. Patient was removed from ltv and bagged at 12 bpm without incident. Hr 92 sapo@=98%, increase in blood pressure 182/70. Patient was complaining of pain. Ventilator was tested prior to attaching to patient, ltv would give 2-3 breaths and then turbine would stop. No allegation of patient harm."